Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscus repair surgery, the t2 of the fast-fix cannot be deployed, the needle was bent. T1 was removed from the patient. The procedure was successfully completed without delay using a smith and nephew back up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No suture or anchors were returned. The needle overmold assembly was bent. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip felt detached from the deployment slider. An analysis of the enclosed image shows a fast fix device. A protective cover is on the distal tip. The depth limiter button and depth meter is not visible. The complaint of failure to fire was not confirmed. The root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. The failure of material deformation was confirmed. Factors, which could have contributed to this event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.